Manufacturer narrative:
Unit alarmed motor error during basic occlusion test due to faulty fsr (gold). Unable to perform basic occlusion test, occlusion test, prime, compromised forced sensor system test, excessive no delivery test or verify no delivery alarm due to motor error alarm. However, unit passed rewind test and displacement test. Motor passed motor test.

Event description:
The customer's parent reported via phone call that their insulin pump had a recurring insulin flow blocked alarm. Blood glucose level at the time of the incident was 15.9 mmol/l. Customer has been using the insulin pump system within 48 hours of reported high blood glucose. Customer would like the device replaced. The insulin pump was returned for analysis.